Event description:
Received readings as follows: 191mg/dl in morning, 337 mg/dl at 10:30am, and 432mg/dl at 11:45am. The customer then went to the hospital where they received a result of 117mg/dl at noon. A review of the system was conducted over the phone. This review indicated that the system functioned as intended. The customer was asked to return the meter for further evaluation and a replacement was provided.